Manufacturer narrative:
It was reported by customer that the mp5303-c j-loop leaked at the connection to the IV while pushing contrast through the IV. Two samples were received for quality evaluation. Visual inspection did not indicate any damages or abnormalities. The samples were then primed and examined for any leakages, air-in-line, or occlusion issues. There were no issues observed when testing the samples. The customer complaint of leakage could not be replicated. A root cause analysis was not conducted because the reported failure could not be replicated on the samples submitted. A device history record review for model mp5303-c lot number 25089028 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector had leakage. The following information was provided by the initial reporter: we did have another event yesterday, 11/25/2025, where the mp5303-c j-loop leaked at the connection to the IV while pushing contrast through the IV. No harm to patient. When this occurs, teammates have been able to take off the tegaderm and tighten the connection and proceed with contrast. Statlocks are being used in conjunction with IV cath and j loop. Product and packaging was saved from the j-loop. Lot#: (10)25089028.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.